Event description:
The customer reported that the bending rubber epoxy was chipped during maintenance involving an olympus cysto-nephro videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.